Event description:
A physician reported that during a vitrectomy surgery, extrusion aspiration stopped and irrigation was not functioning properly in the ophthalmic system. After flushing with balanced salt solution and cleaning, the issue improved. The surgery was completed on the same day, and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).